Manufacturer narrative:
The reported events of operation issue and helix damage. Final analysis found that as received, a complete lead was returned in one piece with the helix found partially extended clogged with blood/tissue. Also, a stylet was found inserted inside the lead. Upon visual and x-ray examination, no anomalies were noted. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Upon electrical testing, no indication of conductor fractures and internal shorts were observed.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was unable to be implanted due to the helix was fully extended and damaged. The physician attempted several times to reposition the lead but was unsuccessful. The rv lead was removed and replaced. The patient had no adverse consequences.